Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify a44 alarm due to buttons not responding.

Event description:
The customer reported via phone call the insulin pump had iop test failure error. The customer's blood glucose level was 222 mg/dl. The customer reported that they were able to clear the alarm and rewind the insulin pump. The insulin pump will be returned for analysis.